Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, episodes of noise resulting in oversensing was noted on the right ventricular (rv) lead. Technical support was contacted and suspected the event was due to external electromagnetic interference. No intervention has been performed. The patient was stable and will continue to be monitored.